Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. Cleaning of inside the channel was not performed. Cleaning of inside the channel was not a cleaning method in accordance with the instruction manual.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device returned for repair and found that the balloon channel was clogged with foreign substance. A cleaning brush couldn't pass through the channel due to the substance. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.